Event description:
The customer's family member called to report that patient had high bgs. It was stated that the high bgs were treated with a manual injection. The customer disconnected from the pump. The cannula was bent on removal. There were no visible bubbles or leaks and the insulin was clear and fresh. The time was correct on the pump. The lead screw made the complete rotation, however, no insulin exited. It was felt that the lead screw was stripped. The driver arms were loose and the driver block moved when the driver arms were engaged. The customer stated that the device had not been dropped, bumped or exposed to moisture.